Event description:
It was reported that when using the bd pyxis¿ anesthesia station es after the relocation, the station indicated it would not sync and displayed a message full synchronization was required as patients and orders might not be current. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not synced with the server. A technical support specialist (tss) dialed into the station and server and found that the station was in disconnected mode with the error full sync required, patients and orders might not be current. Tss followed knowledge article, how to create a station database backup to back up the station database, ran check sync 2 upload status and everything seemed okay for server, and then ran transaction locate 2 on both station and server, finding a count mismatch for server - 994 and station - 993. Station's sync status showed that the last communication with the server was on (B)(6) 2025, and sync status 2.0 on patient encounter system (pes) returned an error status of true (0). A full sync was performed in station and completed successfully, after which the disconnected mode cleared and communication between the server and the station became current. The system functioned as intended after the technical support specialist troubleshot the device.